Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint initially reported to synthes on (B)(6) 2015 with the following information: there are four parts on this complaint. Voice message received on (B)(6) 2015 at 5:18 pm and retrieved on (B)(6) 2015 at 8:45 am. No complaint details were provided on voice message complaint form with product numbers and lot numbers was returned to synthes on (B)(6) 2015: on an unknown date a patient was implanted with matrix construct for scoliosis treatment. On (B)(6) 2015, the patient was returned to the operating room for planned revision surgery to extend the construct. Two unknown rods, four unknown matrix screws and four unknown matrix locking caps were removed. During the revision surgery, two t-handle drivers loosened on the screwdriver shaft while trying to remove the locking caps. There was no reported fragmentation, and there were additional drivers available to use to complete the procedure. Original implant date is unknown. Replacement hardware was depuy construct. When the new instrumentation was being implanted, three depuy devices malfunctioned.

Manufacturer narrative:
(B)(4) final tightener (product code: 2797-12-600, lot number: gm4133504) were returned to the (B)(4). The tightener was found to have had its hexlobes stripped in a manner that is consistent with its direction of rotation. This is in contrast with the damage to the poly driver tip damage, but this damage may have occurred during the extension of the construct. This wear to the instrument starts at the distal tip and can reach up to halfway down the length of the hexlobes. This damage could potentially occur if the tightener is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging the tightener¿s hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener stripping cannot be determined from the sample and the information provided. A potential root cause may be not having the tightener fully inserted into and flush with the set screw during tightening. This would cause torque to be applied to a limited surface area, damaging the tightener¿s hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.